Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is unit shuts down. The key failure is the pilot valve is leaking. Additional notes state no alarm due to power switch short circuiting.